Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected.

Event description:
Decision to leave impella device in place. Peel-away backed out and manual pressure held after device removed from body. Repositioning sheath inserted into arteriotomy. Despite angle matching and forward tension sutures placed, site still oozing. Attempted to tighten pre-close perclose sutures around site without success. Manual pressure held at site and fem stop placed over insertion site. Activated clotting time still >250 but the doctor did not want protamine. Hemostasis achieved with current measures. The doctor says this happens often when impella is placed into existing arteriotomy (device inserted into re-wired iabp site). The impella cp was explanted and the patient was placed on an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary; the device was returned for evaluation. Returned complaint cp pump visually inspected, no abnormality found. Major bleed: peel-away backed out and manual pressure held after device removed from body. Repositioning sheath inserted into arteriotomy. Manual pressure held at site and fem stop placed over insertion site. The cause of the access site adverse event was user related since activated clotting time (act) was >250 and hemostasis achieved when manual pressure held at site and fem stop placed over insertion site. Device history review; this pump passed all post sterile inspection checks.

Manufacturer narrative:
Clinical assessment: a sixty-eight-year-old female undergoing high-risk percutaneous coronary intervention required circulatory support with an impella cp. The device was placed through a previously used intra-aortic balloon pump arteriotomy. During the procedure, after the peel-away sheath was withdrawn and the device was being managed at the access site, significant oozing was noted from the arteriotomy. Despite advancing a repositioning sheath into the vessel, angle matching, and securing forward-tension sutures, bleeding persisted. Attempts to tighten the previously placed perclose sutures did not resolve the oozing. Patient experienced also ventricular tachicardia (vt) three times, amiodarone was given treat the vt. Manual pressure was applied at the site and followed by placement of a femoral compression device for hemostasis. The activated clotting time remained above two hundred fifty seconds, and the physician elected not to administer protamine reversal. Hemostasis was ultimately achieved with manual compression and the femoral compression device. According to the physician, this scenario is common when an impella catheter is inserted into an existing arteriotomy that had been previously used for an intra-aortic balloon pump.